Event description:
On (B)(6) 2009, the patient reported that today, while changing the insulin cartridge of her infusion device, she forgot to retract the piston rod. She realized this when she tried to insert the new cartridge. She pulled the cartridge out which resulted in the plunger remaining attached to the piston rod and a large amount of insulin spilling into the chamber. The proper procedure to change the cartridge was reviewed with the patient. She stated she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.